Manufacturer narrative:
The pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, restart test and all operating current measurement due to cracked and lcd screen and physical damage.

Event description:
The daughter of a customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the display screen is shattered. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.